Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. In the early morning of (b)(6) 2026, the patient self-treated with 8 units of insulin when the CGM reading was 300 mg/dL. At approximately 8:30 AM, while speaking with a co-worker, the patient suddenly lost consciousness and fell to the ground. A co-worker immediately called emergency medical services. Upon arrival, the paramedics took a fingerstick, and the CGM reading was 298 mg/dL, while the blood glucose reading was 58 mg/dL. The patient was treated with intravenous ¿fluids for hypoglycemia," and was transported to the hospital. In the Emergency Room, nursing staff obtained another fingerstick BG reading, which showed 146 mg/dL, while the Dexcom CGM still displayed approximately 298 mg/dL. Due to the fall, and associated back pain, and minor wounds sustained during the incident, the patient underwent a Computed Tomography (CT) scan to evaluate for possible injuries. No further treatment was reported to be needed, the patient was medically cleared, and was discharged after 5 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable and still awaiting the CT scan results. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. The reported glucose values fall within the D and C zone of the Parkes Error Grid. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.¿